Manufacturer narrative:
Complaint confirmed, the entire drive feature broke off. The feature could not be measured as the fragment was not returned, but material analysis confirms the device met material specifications. The cause of the event is undetermined, however a likely cause is prying/leveraging the device during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that an ar-1530bc, screw was used in tendon transfer for tfcc injuries. After inserting the screw into the bone hole, the surgeon felt resistance when pulling out the inserter from the screw. When the surgeon pulled the ar-1530bc with force, the shaft of the inserter broke and the broken piece fell off into the screw. The surgeon could not retrieve the broken pieces. The surgery was completed.